Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:3006705815-2021-05747. It was reported patient experienced ineffective coverage of pain relief. Diagnostics indicated that one of the lead had moved. As such surgical intervention took place where in one lead was explanted and replaced. Reportedly effective therapy was restored. Both leads are being reported as it is unknown which lead was liable.